Event description:
Procedure type: gynecology. According to the reporter: the needle came dislodged off the suture whilst sewing up the perineum post delivery. The pt had to be sent to theatre to retrieve the needle. The pt did not suffer any adverse events.

Manufacturer narrative:
(B)(4).